Event description:
Additional information received: a. What is the duration of the delay? The surgery was delayed 10 to 15 minutes. B. Were there any adverse consequences that affected the patient due to the reported event? No. C. Did it break into two or more pieces? If not, specify the alleged deficiency of the instruments. Were they bent, peeled, kinked, etc.? The piece broke into more than 2 fragments. D. Were the patient's broken fragments recovered? Yes, the fragments were recovered. The large fragments were sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it breaks impactor of tibia attune. Impactor fragments in patient and time is added to surgery." The product was not returned to depuy synthes, however photos were provided for review. See attachment source file - fw external fwd novedad colectivo 439146. The photo investigation revealed that attune fb tibial impactor was broken however without x-ray evidence the allegation foreign body left in patient cannot be confirmed. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune fb tibial impactor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tibia attune impactor broke and fragments were generated. Surgery delay extended by unknown time. No additional information available at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, "it breaks impactor of tibia attune. Impactor fragments in patient and time is added to surgery." The product was not returned to depuy synthes, however photos were provided for review. See attachment source file - fw external fwd novedad colectivo 439146. The photo investigation revealed that attune fb tibial impactor was broken however without x-ray evidence the allegation foreign body left in patient cannot be confirmed. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune fb tibial impactor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.